Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 34mm amplatzer septal occluder was chosen for implant. The device was sized to be 30-31mm through transesophageal echocardiogram (toe). The device was deployed in an absent aortic ring and small atrioventricular ring. The device deployed well and was placed well in the defect, and the procedure was concluded. After six hours, it was seen via transthoracic echocardiogram (tte) that the device embolized to the left atrium. The patient was sent for emergency open heart surgery to explant the device. On the same day, (B)(6) 2022, the device was explanted successfully. The patient was reported as recovering.

Manufacturer narrative:
An event of device migration about 6 hours after it was implanted was reported. The device was returned to abbott for investigation and the device met dimensional specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that the healthcare professional thought that the event was due to the patients anatomy, as they had an absent aortic rim and small av rim. There is no indication of a product quality issue with regards to manufacture, design, or labeling.